Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated ¿unable to proceed¿ messages and an alert 38 while attempting to replace the infusion set and perform a rewind and dry run on the ilet pump, consistent with a consecutive stalled motor alarm and pump malfunction affecting the insulin delivery subsystem. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement and instructions to shut down the device and continue cgm use independently until the replacement arrived. Investigation included remote technical troubleshooting, software restart attempts, verification of device charge status, and logistics review for device return. Investigation of this device revealed a persistent motor stall condition with unsuccessful remediation through restart and dry run, consistent with a device mechanical or motor control failure in the pump drive assembly. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.